Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: failure to achieve hemostasis. Time of device issue: during use of device. Adverse event: manual compression used to achieve hemostasis. Onset of adverse event: after use of device. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Increasing resistance was felt while pushing the thumb advancer, so the safety release button was pushed and the device was removed. Manual compression was used to achieve hemostasis. There was no adverse pt sequela reported. Although requested, there was no additional information provided.